Manufacturer narrative:
Additional information has been requested but has not yet been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. Report 1032347-2009-00077 & 00078 are for the same case.

Event description:
It was reported plates and screws were used on (B)(6) 2009 for zygomatic fracture. Three days later ((B)(6) 2009) the patient heard the sound of implants breaking and felt pain while eating lunch. X-ray confirmed some plates broke. On (B)(6) 2009, a revision surgery was performed to remove the broken plates.